Event description:
Report 2 of 2 received from the customer contact that a patient received more medication than intented. On an unspecified date, the pump was programmed in the continuous mode to deliver 5fu at a rate of 0.7ml/hr with a vtbi (volume to be infused) of 150ml. On 6/2005 at an unspecified time, the 5fu delivery was initiated at the clinic and the patient returned home. Six days later at an unspecified time, the pump alarmed for proximal occlusion. The container was reported to be empty and the pump display indicated that 88ml of solution had infused. The patient called the doctor and returned to the clinic. The pump was removed from clinical use. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required.